Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1010479 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1010479 and test base part number 190-430/ lot 1010479. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1010479 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference. Substances in the sample itself may have interfered with the reaction. Review of complaints against the kit lot for the reported issue indicates product performance is as expected and have not identified a product deficiency.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Reference MFR report numbers: 1221359-2021-02196, 1221359-2021-02197.

Event description:
The customer reported invalid results with the ID now covid-19 assay for multiple patients performed on (B)(6) 2021. This MFR. Report addresses patient one (1) of three (3). The customer reported invalid result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasal kitted swab. Repeat testing was performed with valid results. The customer stated the patient was asymptomatic. The customer reported there was a delay in the patient's treatment. The customer reported that there was a delayed of surgery due to invalid result. No additional patient information, including treatment and outcome, was provided.